Event description:
As reported by the user facility: ceftriaxone was given at 2200. When the writer prepared to hang the flagyl for 0500, it was observed that only half of the ceftriaxone minibag had been delivered. The secondary tubing was unclamped, and the writer waited for three drips before leaving after the initial administration. The pump was switched to primary fluids without delivering the complete dose. The writer conducted IV checks every hour.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.